Event description:
Essure permanent birth control injured me as far as pain and mentally as well. "In the end I had to have to have my tubes removed. (B)(6), 2013. I was sick for four an a half yrs. Suffering."